Manufacturer narrative:
(B)(4). No related complaint received with return of the device. Failure event observed during analysis. Final analysis found an insulation abrasion breaching the outer insulation and exposing outer coil was noted proximal to suture impression region at 32.2 cm to 32.6 cm from the distal tip.

Event description:
The report is to advise of an event observed during analysis.